Manufacturer narrative:
The handpiece was received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece began smoking near the base of the device during a podiatry case. There were no flames. The procedure was completed with another device, and there were no adverse consequences reported as a result of this event.